Event description:
Allergic reaction to synvisc one [hypersensitivity]. Swelling in knee [joint swelling]. Pain in knee [arthralgia]. Case description: spontaneous report was received on (B)(6) 2012 from a consumer regarding a male patient (age not provided), initials ( B)(6). The patient's medical history was not provided, on (B)(6) 2011, the patient received treatment with synvisc one (hylan g-f 20) injection, 6 ml, once, in an unspecified location. The synvisc one lot number was not provided. The same day after the injection, the patient experienced allergic reaction to medication, swelling in knee and pain in knee. No action was taken with synvisc one. The outcome for the events of allergic reaction to medication, swelling in knee and pain in knee was not provided. Concomitant medications were not provided. The intensity for the events of allergic reaction to medication, swelling in knee and pain in knee was not provided. The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional information was received on (B)(6) 2012 from the physician. The patient's medical history was significant for osteoarthritis of left knee (grade four, severe, since two years; prior effusion, joint narrowing and osteophytes present) and prior use of synvisc, non-steroidal anti-inflammatory drugs and steroids. On an unspecified date before the synvisc one injection, arthrocentesis was performed and 30 ml of synovial fluid was aspirated. The patient had received the synvisc one injection into the left knee. The synvisc one lot number was s1107. It was confirmed that the patient had experienced an allergic reaction to synvisc one. On (B)(6) 2011, arthrocentesis was performed and 105 ml of fluid was aspirated. Synovial fluid analysis revealed that nucleated cells were 14700 and neutrophils were 71% with no organisms. On the same day, the patient received cortisone injection and recovered from the events of allergic reaction to synvisc one and swelling in knee. The outcome for the event of pain in knee was not yet recovered. Relevant concomitant medications included naprosyn (naproxen). The intensity for the event of pain in knee was moderate, and for the events of allergic reaction to synvisc one and swelling in knee was severe. The reported physician assessed the relationship between synvisc one and the event of allergic reaction to synvisc one as definite, and the events of swelling in knee and pain in knee as possible.

Manufacturer narrative:
The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.